Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to a1p1 on the mitral valve however the leaflets were unable to be grasped and a chordal rupture was noted. The clip was not implanted and the cds removed. One clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported positioning failure appears to be a combination of procedural conditions (clip size selection) and patient anatomy. The tissue injury is a cascading effect of the reported positioning failure. The reported tissue injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.